Manufacturer narrative:
The device used in this case was not returned. A device history record could not be conducted for the handpiece in question. Handpieces are released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgement must always be used. The relationship between the device and the reported adverse event could not be established.

Event description:
The patient is a (B)(6) year old, peri-menopausal woman suffering from menorrhagia secondary to aub. The doctor sounded the patient's uterine cavity to 8 cm, the cervix was measured and found to be 3 cm, making the cavity (fundus to internal os) 5 cm. The cervical canal was further dilated using a pratts or hanks dilators to 23-25 fr. Hysteroscopy was not performed. The doctor inserted and deployed the minerva device without any difficulty. The cervical balloon was inflated and the red/green indicator moved to green. The uit was initiated, both stages passed on the first attempt. This was followed by an uninterrupted therapy cycle. Upon completion the cervical balloon was deflated, device unlocked and removed. Post-treatment diagnostic hysteroscopy was not performed. The patient was discharged shortly after the procedure. Later in the day the patient called and reported severe lower abdominal pain. She was advised to take some pain control medication. An hour later, the patient called again and reported that the pain was not getting any better, and advised to seek help in the nearest ER. CT scan was performed and free air in the abdominal cavity was seen. The patient was taken to the operating room. A uterine perforation and perforation of the small intestine were seen. The general surgeon on-call performed small bowel resection and end-to-end anastomosis. In addition, the patient underwent a hysterectomy with bi-lateral salpingectomy. The patient fully recovered and was discharged.